Manufacturer narrative:
The pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. However, an unexpected motor noise was noted during rewind due to faulty motor. The pump was received with all buttons responding properly. However, moisture damage was found at keypad traces. There was no flattened dome switches at keypad were found per visual inspection. The device was received with cracked case at display window corners and belt clip slot. The pump was received with stained and shifted end cap sticker, and with minor scratched lcd window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the down button does not click, and the pump makes a grinding noise. The customer's blood glucose at the time was 332mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.